Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At the proximal end of the distal markerband, there was a pinhole found to the balloon.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The procedure was completed using a wolverine and there were no patient injuries reported.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The procedure was completed using a wolverine and there were no patient injuries reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).